Event description:
It was reported by the neurologist that the patient was experiencing bradycardia with vns stimulation. It was reported that the patient has had vns for several years and has not been feeling well. It was noted that the patient has episodes of bradycardia with on time stimulation correlated to vagal mechanism. It was noted that patient did not feel discomfort during bradycardia events. It was stated that to patient has been having bradycardia episode for several months. It was reported that the patient was seen in the ER and had their device disabled. No intervention in addition to device disablement has occurred. No additional relevant information has been received to date.

Event description:
Ap chest xrays were received and reviewed. Per the x-rays, the generator was placed slightly below the fourth rib and appeared to be normal in the left axillary chest area. The lead pin was seen to be past the second connector block. The feed through wires on the generator appeared to be intact. The lead was observed in the neck and chest. There was a strain relief bend and loop, as well as two tie downs present; however, none were placed per labeling. In the portions of the lead visible, no gross lead fractures or other anomalies were observed. The lead wire appeared to be intact at the connector block. Based on the xrays provided, the cause of the arrythmia could not be determined. No obvious fractures or issues were observed to contribute to the bradycardia. No additional relevant information has been received to date.